Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded scope connector, which caused abnormality in electronic components, leading to the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when bronchovideoscope placed into the processer, error code 'unsupported scope error e315' appeared on the screen. The customer had tried this scope placing in 3 different processers. Customer had also confirmed that the umbilicus of the scope was wiped clean for any potential debris. Customer also noted to have deformity of the scope in between the first and second hashmark as well as between the third and fourth hash mark. The issue occurred during preparation for use for a diagnostic bronchoscopy with lavage procedure. This was an outpatient procedure and was completed using another similar device, with 10 minutes delay due to the need for having to get a new scope and set it up. There was no need for an extended anesthesia or any medical intervention. There was no patient harm associated with the event. This report is being submitted for error e315 as reported by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to heavy fluid invasion at the body control unit and scope connector and after aeration the image was flickering. In addition, the evaluation found following non-reportable findings: the bending section cover glue had a chip and lifting due to fluid; the bending section failed e-continuity test; the charged coupled device shrink tube was split and had a hole; the insertion tube had scratches and couple of heavy dents and failed ring gauge test; there was corrosion and fluid wet inside the adhesive on the control body and the scope connector after aeration dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.